Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at rated burst pressure within 20 seconds. The device was successfully removed from the patient and the procedure was completed with a new device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at rated burst pressure within 20 seconds. The device was successfully removed from the patient and the procedure was completed with a new device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified no issues with the balloon. Multiple kinks were noted along the hypotube shaft. The distal polymer extrusion and midshaft were severely stretched and flattened. The distal polymer extrusion and midshaft were severely stretched and flattened. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Microscope examination identified no tears or holes in the balloon material. An attempt was made to inflate the balloon however due to the excessive tensile stretching on the midshaft and shaft polymer extrusion the balloon would not inflate. No other issues were noted with the device.